Event description:
It was observed during the device inspection, that the air/water tube and cylinder had white foreign material in the colonvideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, the foreign material could not be identified. It is presumed that the foreign material could not be removed because reprocessing was not conducted properly due to leakage from scope cover. However, root cause of the material remained in the device could not be identified. The instruction manual states the detection method associated with the event in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿, and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.